Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600mg/dl and diabetic ketoacidosis. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer did not have the pump for data review by tandem technical support, and declined further follow up. Reportedly, the customer continued to use the pump for insulin therapy.